Event description:
Caller states that the strip vial expiration date is 10/31/05 while manufacturer states strip expiration date is 10/31/04. Requested return of suspect vial and replacement was sent.